Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, the staples did not close properly. The staple line was incomplete centrally so they had to do again the stapling. They used another reload to resolve the issue. There was no patient injury.